Event description:
It was reported that during an attempted implant, the physician noted that there had been a bend located distal to the coil of the right ventricular (rv) lead upon opening. The physician opted to open a new rv lead and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).